Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of a load step malfunction was recorded. No loss of primes with zero force were recorded in the pump¿s black box history. The pump emitted a loss of prime alarm during investigation. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and the force sensor flex trace was found to be cracked at the pin. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all button contacts. The complaint of the load step malfunction was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump pushed insulin out of the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.